Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, test run was performed for several hours, and no monitor failure occurred. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the 4k uhd lcd monitor suddenly went black and had no power. The customer noted that the issue was not due to the cable. There was no harm or user injury reported due to the event.

Event description:
Customer confirmed event occurred during a diagnostic colonoscopy. The procedure was completed with a similar device and the monitor from endoscopic tower was used. No deterioration occurred; the procedure was only prolonged to find a solution so that the physician could see the images on the monitor. There was no damage to the patient.

Manufacturer narrative:
Correction to h4. Updated fields: b5, d10, h6 and h10. This report is being supplemented to provide additional information based on follow up with customer and the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.